Manufacturer narrative:
The suspect medical devices and concomitant medical products were not returned to olympus for eval. Therefore manufacturer's eval was exclusively performed on the basis of available info in associated complaint documents. The resection electrode (B)(4) was reportedly re-used after reprocessing although this type of electrode is a single-use medical product. Furthermore the resection electrode (B)(4) was reportedly used in monopolar mode although this type of electrode is approved or bipolar mode only. Both, the re-use and the use in monopolar mode, leads to a significantly decreased lifetime of the resection electrode. This is also causal for the breakage/fracture of the loop wires. Therefore this incident was attributed to abnormal use/off-label use. Olympus submits this incident as a medical device report (MDR) in abundance of caution.

Event description:
Olympus was informed that the loop wires of overall six resection electrodes ((B)(4) n=2); (B)(4) n=4) broke off inside the pt during a therapeutic transcervical resection of myoma (tcrm) procedure. The fragment of one resection electrode (B)(4) was localized by CT, x-ray and ultrasound but remained inside the pt's uterus. The intended procedure was said to be completed using another resection electrode (B)(4).